Manufacturer narrative:
Investigation - evaluation: a review of the drawings, dimensional verification, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor raabe guiding sheath was returned for evaluation. The sheath tubing was separated into three segments and connected by exposed coil. The entire sheath length, coiling, proximal, middle and distal segment of tubing were measured. The proximal end of the distal segment of tubing had 1.0 (cm) centimeters of accordion. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Per the IFU, ¿withdraw the sheath and dilator as a unit.¿ dilators are stiff, thick-walled catheters which provide support to the sheath. Therefore, if the dilator is not inserted, the support for the sheath is not sufficient and could cause the sheath tubing to separate. Based on the information provided, examination of the returned product, and the results of our investigation, the root cause for this event was determined to be user technique as the sheath was withdrawn without a dilator. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a superficial femoral artery (sfa) below the knee procedure, the flexor raabe guiding sheath broke into two pieces upon removal. The physician was able to retrieve the piece of the sheath that was inside of the patient. The sheath had been placed in the patient's leg using a contralateral approach; a wire guide was in the lumen of the sheath without a dilator present during removal. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.